Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead that had rising pacing impedance that had more than doubled from baseline value. The lead also exhibited far-p wave oversensing. Lead revision was planned but not performed at the moment. Patient was stable.

Event description:
New information notes that this lead also exhibited a rise in threshold on top of the other complaints. The lead was explanted and replaced. No noticeable damage was noted on this lead. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of ¿rising pacing impedance on rv lead¿ and rising threshold were confirmed. A partial lead was returned for analysis in 2 segments. Visual analysis found the ring electrode was found completely encapsulated in fibrosis/calcification. The reported event of ¿oversensing p waves on rv lead¿ on the other hand was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.